Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The patient was diagnosed with acute pancreatitis and was receiving an infusion of gastric protective and acid-suppressing medications as prescribed. When leakage was detected, the infusion was immediately stopped and the septum was replaced.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of component damage - leak with lot 5066826 regarding item 385100. Lot 5066826 is a final product lot. No related quality issues or deviations were found during the manufacture of the subassembly batches. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.